Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.

Event description:
It was reported during a left arthroscopic labral repair procedure as the surgeon was trying to pass suture through the labrum, the tip of the ar-13991n surefire scorpion needle broke off into soft tissue. The surgeon used a grasper, king fisher, suction and x-ray in attempts to retrieve the broken tip. However, due to the fragment being in soft tissue the broken piece could not be located. A second needle from the same lot was brought in and used to complete the procedure. Post-op x-rays were taken, and the surgeon informed the rep that for every follow-up visit with the patient the surgeon plans to perform x-rays to determine if the fragment is moving. Depending on migration or lack thereof with the un-retrieved fragment, the surgeon will decide if they will perform a second surgery to retrieve the broken tip. The rep reported at this time a second surgery is not scheduled. The remaining portion of the broken needle will be returning for evaluation.